Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source went in and out of spare lamp mode during a colonoscopy procedure, which was completed with the same device. There were no reports of patient harm.